Manufacturer narrative:
Age at time of event- 18 years or older.

Event description:
Reportable based on device analysis completed on 19-oct-2018. It was reported that the coil detached in the microcatheter. Vascular access was obtain via femoral artery. The target lesion was located in the peripheral artery. A 10mmx 50cm interlock was selected for use. During procedure, the coil was introduced through the sheath and was advanced into the microcatheter. However, the coil got detached in the proximal end of the microcatheter and was then retrieved together with the introducer sheath. It was further noted that there was damage in the interlocking arm, the connection between coil and pusher. The procedure was completed with another of the same device. No patient complications reported and patient status was stable. However, device analysis revealed that the interlocking arm was detached and not returned. The device was returned for analysis. The unit returned has wire damaged, as part of overall visual revision. A pusher wire, coil and introducer sheath were returned for this complaint. The coil and pusher wire arms were not interlocked within introducer sheath as the coil returned out of it. The twist lock of the introducer sheath had been opened. The introducer sheath was inspected and no anomalies were noted. The pusher wire was inspected and the distal section was found detached from the rest of it, in addition it was not returned. The coil was inspected and was found stretched and kinked along its length. Microscopic inspection of the pusher wire was performed and revealed that the proximal end has a smooth surface. The interlocking arm was found detached, in addition it was not returned. Microscopic inspection of the main coil was performed and revealed that the zap tip has a smooth surface. The interlocking arm was inspected and no anomalies were noted. Dimensional inspection was done and revealed that the pusher wire and main coil dimensions that could be measured were within specifications. Also, the outer diameter (od) of the distal solder joint and mid solder joint od could not be measured due to the device condition.